Event description:
The manufacturer received information alleging that a ventilator stopped operating. The sales representative visited the patient and confirmed the 'detachable battery depleted' alarm occurred even though the a adaptor was connected to the device. The device was replaced with the same model. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the 'detachable battery depleted alarm' was not able to be reproduced during operational checking. The error log showed the 'detachable battery depleted' alarm, 'internal battery depleted' alarm, and 'loss of power' alarm. The alarm for depleting batteries occurred when the amount of detachable battery was 52% and the amount of the internal battery was 97%. It is suspected that due to a temporary malfunction in the power management circuit, each battery was mistakenly perceived as being completely depleted, even though the fact that their actual levels were not. This led to the activation of the battery depletion alarm and subsequently, the power loss alarm, causing the device to stop operating. The system board was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing and cleaning were performed. The unit operated properly.